Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during preventive maintenance cs100 intra-aortic balloon pump (iabp) unit had an short battery run time. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) that encountered the issue replaced the batteries to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications and released back to service.

Event description:
N/a.